Event description:
Caller reported a malfunction on the pump, identified by a malfunction code. There was no adverse impact to the customer's blood glucose level. Customer was advised to continue using the pump and to call back if the malfunction code recurs; caller acknowledged and understood this direction. Additionally, caller expressed interest in proceeding with the renewal process, prompting technical support to confirm customer information, send an sms requesting insurance card pictures, and create a task for the renewals team.